Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. As a result, the customer was unable to self-treat and was provided 50gr of juice from their mother for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.